Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor unable to power on) was confirmed. As received, the monitor did not communicate with a belt. Upon investigation the monitor was unable to power on. The c10 capacitor was physically damaged and the c11 capacitor, c9 capacitor, c4 capacitor, l1 inductor, l3 inductor, and r30 resistor were open on the defibrillator pca. The cause for the failure was isolated to the defective components. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective monitor.